Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has hazy distance vision, and no intermediate or near vision. The consumer reported she can no longer drive because she cannot see at a distance clearly. The consumer also reported she had astigmatism correction performed at the time of her iol implant. The consumer reported that since her surgery, she has been unable to see distance without haze, cannot see the computer , read the paper, or a book. In a follow up, the surgeon reported he does not feel the device caused or contributed to the event. He reports the patient has mild astigmatism (0.75 diopters) following limbal relaxing incisions performed at the time of the iol implant.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 04/09/2012 and 04/16/2012 by phone, fax, and mail. A completed questionnaire was received on 04/24/2012. (B)(4).